Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 11 months after the implant of a transcatheter aortic valve, a transesophageal echocardiogram (tee) was performed, which revealed that the valve had failed due to severe aortic regurgitation and hemodynamic instability. It was noted that the vena contracta measured 0.7 centimeters (cm), the regurgitant jet filled the left ventricular outflow tract (lvot), pressure half-time (pht) was measured at 274 milliseconds (ms), and diastolic flow reversal was observed in the descending aorta, occupying approximately three-quarters of diastole.

Event description:
It was reported that approximately 6 years and 11 months after the implant of a transcatheter aortic valve, a transesophageal echoca rdiogram (tee) was performed, which revealed that the valve had failed due to severe aortic regurgitation and hemodynamic instability. It was noted that the vena contracta measured 0.7 centimeters (cm), the regurgitant jet filled the left ventricular outflow tract (lvot), pressure half-time (pht) was measured at 274 milliseconds (ms), and diastolic flow reversal was observed in the descending aorta, occupying approximately three-quarters of diastole. Additional information was received to clarify the regurgitation was paravalvular leak. No treatment was provided to date.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Patient code was updated. Additional codes. Annex g code was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.